Event description:
The patient presented to the emergency room following syncope and dizziness. Interrogation of the device revealed a loss of pacing. Abbott technical support was contacted, and no device malfunction was suspected. The device was explanted and replaced. Upon further investigation, it was observed the right ventricular sensing was inadvertently programmed too low for the patient causing the loss of pacing and subsequent patient symptoms. The physician also suspected the patient symptoms were not device related, and no device malfunction was suspected.